Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR #'s: 2134265-2011-01181, 2134265-2011-01182, 2134265-2011-01250. It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, a vessel dissection occurred. The 99% stenosed target lesion was located in the left renal artery. A 6f mach1 guide catheter was advanced over another manufacturers' .035" guide wire engaging the left renal artery. The guide wire was removed and exchanged for a 190cm thruway guide wire; however, this guide wire was unable to cross the lesion. A 300cm journey guide was then selected and crossed the lesion into the distal vessel after multiple attempts. The physician then attempted to advance a 4.0 x 15/80 (4f) sterling balloon catheter; however, this was unable to cross the lesion. Angiography was then performed which showed there was no flow in the left renal artery indicating a dissection in the proximal left renal. A 2.5mm x 20mm x 143cm sterling es balloon catheter was advanced into the left renal and two inflations were performed. The balloon catheter was removed and angiography showed that flow had been restored to the left renal artery. A 4.0x19x150cm express sd stent and a 5.0x19x150cm express sd stent were placed in the left renal artery to treat the dissection and cover the target lesion. The 4.0 x 15/80 (4f) sterling balloon catheter was then used for stent post-dilation. Angiography showed that a small dissection still existed distal to the stents; however, this was non-flow limiting therefore, no action was taken. No further patient complications were reported and the patient's status is fine.